Event description:
At about 1 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 october 2022: lot 2108918: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.